Event description:
The account reported the right intermediate side rail is not latching. The bed was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the right intermediate side rail spring latch bias is stuck. This was caused by contamination in the side rail center arm assembly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician cleaned all side rail center arm assemblies and lubricated the pivot points to resolve the issue. Based on this info, no further action is required.